Event description:
Doctor reported the implants fractured in the bottom and was removed. Doctor also indicated bone loss.

Event description:
Doctor reported the implants fractured in the bottom and was removed. Doctor also indicated bone loss.